Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to screw was partially extended upon removal of packaging. The physician went to pull out the preloaded firm stylet, the stylet would not come free from the lead body even with force. Moreover, the tip curled after the physician tried to remove the preloaded stylet. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.